Event description:
Reporter alleged the active s system generated a blood glucose result of lo (less than 10 mg/dl) before the un-dosed test strip was dosed with blood or control solution. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.